Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had declared elective replacement indicator (eri) and was being replaced. The device was part of the shortened replacement window advisory, originally communicated on (B)(6) 2007. It was reported that the monitoring voltage at 28 months was 2.61 volts and that this device may have been affected by the advisory behavior. This device was returned and analyzed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.